Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('pelvic pain') and genital haemorrhage ('abnormal bleeding') in a 30-year-old female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. On (B)(6) 2008, the patient had essure inserted. On (B)(6) 2012, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), 4 years 10 months after insertion of essure. On an unknown date, the patient experienced genital haemorrhage (seriousness criteria medically significant and intervention required), abdominal pain lower ("lower abdominal pain"), dysmenorrhoea ("dysmenorrhea"), nausea ("nausea") and headache ("headaches"). The patient was treated with surgery (she undergone surgery to remove the device). Essure was removed on (B)(6) 2012. At the time of the report, the pelvic pain, genital haemorrhage, abdominal pain lower, dysmenorrhoea, nausea and headache outcome was unknown. The reporter considered abdominal pain lower, dysmenorrhoea, genital haemorrhage, headache, nausea and pelvic pain to be related to essure. The reporter commented: per pfs: essure insertion date: (B)(6) 2008 (discrepancy). Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 6-sep-2019: plaintiff fact sheet received. Previously reported event ¿surgery to remove the device ¿was updated more specified events¿ pelvic pain, lower abdominal pain, dysmenorrhea, abnormal bleeding, nausea and headache¿. Demographics, essure indication (amended) were added¿. No lot number or device sample was received in this case. At this time, we have no information suggesting that the device failed to meet its specifications. We conducted a review of our complaints records and other non-conformances data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('pelvic pain') in a 30-year-old female patient who had essure (batch no. 626146,624486) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's medical history included dysfunction ovarian, breast reduction, endometriosis and foot surgery. On (B)(6) 2008, the patient had essure inserted. On (B)(6) 2012, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), 4 years 10 months after insertion of essure. On an unknown date, the patient experienced genital haemorrhage ("abnormal bleeding"), abdominal pain lower ("lower abdominal pain"), dysmenorrhoea ("dysmenorrhea"), nausea ("nausea") and headache ("headaches"). The patient was treated with surgery (she undergone surgery to remove the device, oophorectomy). Essure was removed on (B)(6) 2012. At the time of the report, the pelvic pain, genital haemorrhage, abdominal pain lower, dysmenorrhoea, nausea and headache outcome was unknown. The reporter considered abdominal pain lower, dysmenorrhoea, genital haemorrhage, headache, nausea and pelvic pain to be related to essure. The reporter commented: per pfs: essure insertion date: (B)(6) 2008 (discrepancy). Most recent follow-up information incorporated above includes: on 30-jul-2020: medical record received- lot number and reporter information were added. We received a lot number in this case. A technical investigation was conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('pelvic pain') in a 30-year-old female patient who had essure (batch no. 626146,624486) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's medical history included dysfunction ovarian, breast reduction, endometriosis and foot surgery. On (B)(6) 2008, the patient had essure inserted. On (B)(6) 2012, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), 4 years 10 months after insertion of essure. On an unknown date, the patient experienced genital haemorrhage ("abnormal bleeding"), abdominal pain lower ("lower abdominal pain"), dysmenorrhoea ("dysmenorrhea"), nausea ("nausea") and headache ("headaches"). The patient was treated with surgery (she undergone surgery to remove the device, oophorectomy). Essure was removed on (B)(6) 2012. At the time of the report, the pelvic pain, genital haemorrhage, abdominal pain lower, dysmenorrhoea, nausea and headache outcome was unknown. The reporter considered abdominal pain lower, dysmenorrhoea, genital haemorrhage, headache, nausea and pelvic pain to be related to essure. The reporter commented: per pfs: essure insertion date: (B)(6) 2008 (discrepancy). Lot number:624486 manufacturing date:2007/05 expiration date:2009/04. Lot number:626146 manufacturing date:2007/10 expiration date:2009/09. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 21-aug-2020: quality-safety evaluation of ptc. We received a lot number in this case. A technical investigation was conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of medical device removal ("surgery to remove the device") in a female patient who had essure inserted for female sterilisation. On (B)(6) 2008, the patient had essure inserted. On (B)(6) 2012, (B)(6) after insertion of essure, the patient underwent medical device removal (seriousness criteria medically significant and intervention required). The patient was treated with surgery. Essure was removed on (B)(6) 2012. At the time of the report, the medical device removal outcome was unknown. The reporter considered medical device removal to be related to essure. Incident no lot number or sample available for investigation. There is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.